Event description:
Customer reports sinus infection and chest discomfort secondary to coughing. The customer consulted with the md and was prescribed an unspecified antibiotic.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The FDA is being informed that while reporting is being done for due diligence, other factors may be contributing to the reported symptoms. The individual has experienced illness that is associated with the onset of using the bypass adapter, beginning around thanksgiving. The customer has been a soclean user since 2018 according to records. However, there is uncertainty as to whether the symptoms are related to the adapter or if they are due to a flu-like illness affecting the local area. The individual has had two viruses and two sinus infections recently, and the symptoms, including chest pain and cough, are likely related to illness rather than being cardiac in nature. Asthma is also a factor, and antibiotics were prescribed for the sinus infection. The individual has chosen to continue using the original adapter while starting to handwash the device to assess if this helps. There has been no discussion with a healthcare provider regarding the sc device. The situation appears to be more related to the flu or viral infections, with no clear link to the device itself. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU).